Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the broken needle retrieved from the patient? No further information is available. Was the procedure completed successfully? No further information is available. Was there any adverse consequence associated with the patient? There were no adverse consequences to the patient. Name of the procedure? An unknown dermatologic surgery. What is the patient's current status? No further information is available. Initial procedure date? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. We will update if we get the additional informations.

Event description:
Hold mallika banerjee 6/16/20it was reported that the patient underwent an unknown dermatologic surgery on an unknown date and suture was used. The surgeon felt that the needle could not be passed through the tissue smoothly during use, and it was found that there had been no needle tip. The surgeon stopped using the needle-suture. The broken needle tip and the suture was retrieved. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/07/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional b5 narrative: it was reported that the patient underwent a dermatologic surgery on (B)(6) 2019 and the suture was used. It was reported that during surgery the tumor was resected under local anesthesia for the epidermal cyst, and the product was used in the neck. It was reported that the surgeon felt that the needle could not be passed through the tissue smoothly during use, and it was found that there had been no needle tip. It was also reported that there was a feeling of bending when the first needle was pointed at the slightly thicker skin of the neck, and it broke when pulled out of the skin. The surgeon stopped using the needle-suture. The needle tip was in the wound and was found visually. The broken needle tip and the suture was retrieved. It was also reported that the needle tip is not gripped by the needle holder, and the needle tip was bent or brittle. The procedure was completed without any problems. There were no adverse patient consequences reported. A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. The fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.